Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The guide wire was received with the entire distal section of the guide wire missing, including the spring tip. Only the proximal fractured segment and end of the guide wire was received for analysis. The length of the guide wire segment received was 150.2 cm. There was at most 182.54 cm of the guide wire missing according to specifications. Kinks in the guide wire were noted from approximately 73.5 to 75.3 cm, measuring from the fracture point. A kink was also noted approximately 1 cm from the proximal end of the guide wire. The guide wire outer diameter (od) was within specification. The proximal fracture segment was submitted to the analytical lab for scan electron microscope (sem) analysis. Analysis revealed that the fracture surface was characterized by material cracking and propagation caused by a reversed bending. Elongated dimple ruptures in a tear direction were observed. No material anomalies were noted. The device directions for use (dfu) recommends that the guide wire be handled with caution during withdrawal from the packaging and during handling to avoid kinks or bends. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The most probable root cause is considered operational context, due to the likelihood that anatomical/procedural factors may have contributed to the event.

Event description:
Event became reportable based upon device analysis completed in 2008. It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire kink occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous proximal left circumflex (cx) artery. The floppy rotawire guide wire was unable to cross the lesion, and the physician noted that the guide wire tip appeared to "break" under fluoroscopy. Therefore, the guide wire was exchanged for another device. No pt injuries or complications were reported. Pt status is listed as "good". Product analysis revealed a guide wire fracture. It was further noted that the guide wire tip did not fracture inside the pt; it fractured following removal, outside of the body.